Event description:
Pt stated they could not find device to remove, concerned device migrated to bladder. Pt seen by family practice md who did abdominal x-ray to rule out migration. No device visualized. Family practice referred pt to urologist who prescribed femsoft for further "w/u". Pt evaluated by urologist on 2/01 who states that migration was ruled out.